Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact day/month were not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to it being reported that device was failing downstream occlusion and housings starting to split. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.